Event description:
A 20 mm diameter x 12 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm morphology is unknown. The pt's aortic neck was reported to be short and angulated. It was reported that the stent graft migrated and in 2004 two aortic cuffs were used to repair the migration. No additional clinical sequelae were reported.